Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue on (B)(6) 2016. Led failure on the power button was also found. So user interface assembly was replaced. After the replacement, no abnormality was confirmed. The user interface assembly was sent to the v60 vent manufacturing facility for evaluation, and received on 11/17/2016. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The user interface assembly was installed in a test ventilator in an attempt to duplicate the reported problem. The display intensity did not change when brightness control was adjusted from level 1 to 5. Display intensity still remained dim with brightness control completely adjusted to level 5. During debugging, it was found that the cold cathode fluorescent lamp (ccfl) burned out. The root cause for the customer's report of display was too dark to read, was due to the burned out ccfl from the user interface assembly.

Event description:
The international customer reported the nurse powered on the v60 vent, but display was too dark to read. Brightness was adjusted but it persisted. There was no patient involvement.